Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, there was an unexpected postoperative refractive outcome. In a follow up, a nurse reported that the lens was exchanged for another lens of one diopter less power.